Manufacturer narrative:
This information had previously been sent to the FDA under 9612501-2017-06322 but as it was discovered to be a duplicate all new information regarding this event will now be submitted under this report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the stomach on a laparoscopic gastroplasty procedure, the stapler was unable to fire and there was a component broke. It was loaded in the stapler, but it did not respond to the device commands. The blade and the clips were not progressive. They replaced the product to resolve the issue in order to complete the case. There was no patient injury.